Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhbited loss of sensing. The physician believes the observation was due to lead position. A revision procedure was performed and this rv lead was replaced and discarded. No additional adverse patient effects were reported.